Event description:
Olympus received a medwatch report (B)(4) which stated the following, "while the doctor was using the thunderbeat, an error came up on the screen saying "open circuit error." The doctor took the handpiece out and saw that the rubber lining of the jaw was half burned away. No patient harm. Another device was obtained and the procedure continued without incident." Olympus followed up with the user facility to obtain additional information regarding the report. Per the user facility, the procedure was a laparoscopic supracervical hysterectomy. No further information was provided.

Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.